Manufacturer narrative:
Evaluation summary: the guide catheter and introducer returned with the device. The distal section of the balloon was exiting the guide catheter. The device was advanced distally through the guide catheter. Blood was visible on the balloon material of the prox-to-middle section of the balloon. The inflation lumen/distal shaft was stretched and bunched running proximal from the balloon bond for 4cm. The device was removed from the guide catheter by advancing proximally through the proximal end of the guide catheter. During the analysis the device passed negative prep. The balloon was inflated to 14atm (rbp). Balloon deflation was attempted but the balloon would not deflate. (B)(4).

Event description:
It was reported that the physician attempted to use a sprinter otw balloon to treat a mildly calcified and tortuous distal rca lesion exhibiting (B)(4) stenosis. Slow inflation was reported during balloon inflation at 10atm. The device was not moved or repositioned prior to the deflation difficulties. It was reported that the balloon was not deflated when removed from the patient. To remove the balloon the physician had to predilate the proximal rca. No damage was noted to the device packaging. Issues were encountered when removing the device from the hoop/tray. The physician advised he may have stretched the balloon while removing from the hoop, thus compromising the inflation lumen. The device was not inspected. Negative prep performed with no issues noted. The lesion was pre-dilated. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.